Event description:
It was reported that the infusion set became crimped inside the serter. The customer's blood glucose was 412 mg/dl. The customer's wife treated the customer with a manual injection. Troubleshooting was done. The customer's wife stated that the infusion set would stick to the side inside the serter. Advised that a replacement serter would be sent and to return the serter for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.